Event description:
Reporter indicated a vns patient did not receive any efficacy from vns therapy and was considering having it explanted. Device diagnostics are within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.